Event description:
Adverse event(s): "glare" (visual disturbances). Product problem(s): "scratch" (scratched material [iol (intraocular lens) implant]); "scratch made by injector" (device or device component damaged by another device [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged due to scratch caused by the injector which was bent. He reported that the patient experienced glare. In a follow-up, the surgeon reported that the device did not cause/contribute to the event and the event resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. Add'l info was requested on 06/02/2010 and 06/04/2010 by phone, fax, and mail. A completed questionaire was received on 06/09/2010. (B) (4).